Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measuring above 200 ohms. Technical services (ts) reviewed the case and programming options were provided. It was also noted that a false positive pacemaker mediated tachycardia (pmt) episode was recorded due to pacing at the maximum tracking rate. The physician opted to reprogram the shock vectors. No adverse patient effects were reported. This system remains in service.